Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l4-5, l5-s1 fusion and an l3-4 fusion using rhbmp-2/acs. The patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: transitional syndrome, subadjacent degeneration, l3-l4. Status post fusion at l4 to s1. For which, patient underwent following procedures: hardware removal l4 to s1. Exploration of the fusion mass, l4 to s1. Bilateral nerve root decompression. Transforaminal lumbar interbody fusion, l3-l4. Insertion of biomechanical device, l3-l4 with synthes peek spacer, 15 x 28 tlif spacer. Insertion of rhbmp-2 sponges, l3-l4. Posterior spinal instrumentation, l3 to l4. Posterior spinal fusion, l3-l4. Insertion of morcellized autograft, l3-l4. Patient underwent surgery due to development of subsequent back pain with discogenic concordant pain production at l3-l4. Per op notes, the space was appropriately sized to be a 15 x 28 spacer. This was subsequently packed with part of the large rhbmp-2 and part of sponge also placed within the biomechanical device chosen. Good place was seen both in the ap and lateral planes using fluoroscopy. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.